Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated that he had taken his meter to the doctor's office for a comparison test. Test results were 440 mg/dl for his meter, and the lab result was 140 mg/dl. He learned that he had been incorrectly using the test strips since he started using the meter a month ago, by putting the blood on the confirmation dot. He did not report having had any symptoms, and stated that he did not adjust any medication to his meter readings.